Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. During preventative maintenance (pm) service, the getinge field service engineer (fse) re-secured the latch assembly and lubricated the latch. The fse replaced the batteries and the compressor, as it seems like the issue only occurs when the compressor is ramping up (high current draw). The fse verified calibration values, completed full functionality and safety checks to factory specifications; all passed. The iabp unit was returned to clinical service upon completion. (B)(6).

Event description:
During recent preventative maintenance (pm) service, the getinge field service engineer (fse) found that after the batteries reached 30-minute "low battery" warning the intra-aortic balloon pump (iabp) unit would shutdown with a constant alarm as soon as an autofill was initiated (when the compressor ramps up). This occurred with both batteries in the same fashion. The fse also found that the latch mechanism on the bottom of the pump was loose and would not properly latch the pump into the cart (allowing it to sit without charging). There was no patient involvement, thus no adverse event was reported.